Event description:
During a cardiac procedure on an infant with an interrupted aortic arch defect, the inspired co2 reading on the anesthesia machine started rising to the mid 30mmhg co2. The patient was under pressure support ventilation on the anesthesia machine's ventilator. The patient's pco2 was starting to give readings above 100mmhg and physician was concerned about respiratory acidosis occurring. The physician then exchanged the ventilator to a stand alone vent and was able to get the inspired co2 to drop in pressure support ventilation on the exchanged ventilator. Physician noted to biomedical that elevated inspired co2 readings were occurring frequently during pressure support ventilation on all the anesthesia machines while ventilating infant patients and neonates.